Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not feeling well. The patient had a bad feeling in her stomach and vomited so she came to the emergency room. Upon review, pericardial effusion was discovered and the right ventricular lead was suspected for the cause. All the measurements were normal. The patient was stable and plan was to observe the patient.